Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent occlusion alarms for the past 2 weeks. The customers blood glucose (bg) level was impacted ranging from 350-500 mg/dl. The customer would resume insulin delivery and bolus with the pump to stabilize blood glucose level. At the time of the call the customer bg level was reported to be 500 mg/dl the customer administered a manual injection of apidra. A system check performed with tandem technical support indicated that the pump was operating as expected. The suspected cause of the high bg level was due to the infusion set cannula length